Event description:
It was reported that the right atrial lead dislodged post implant. The lead was repositioned successfully on (B)(6) 2013. There were no adverse consequences and the patient was discharged from the hospital on (B)(6) 2013.